Event description:
When the covidien ligasure blunt tip laparoscopic sealer/divider handpiece was opened to the field and plugged into the esu device, it displayed an error message "instrument not recognized." The ligasure handpiece was unplugged and replugged in three times, each time with the same error message. The instrument was removed from the sterile field and a new ligasure sealer/divider handpiece was opened and plugged in and it worked without incident.